Event description:
It was reported that the patient was revised due to a needed patella replacement and pain. It was noted that the articular surface was loose.

Manufacturer narrative:
Visual inspection of the returned articular surface identified backside wear. Gouges were also identified on the anterior distal surface, likely the result of removal. Dimensions were found conforming to print specifications where measured. Device history records were reviewed and no deviations or anomalies were found. This device is used for treatment. Primary operative notes were translated and indicate that during trialing, joint function achieved full extension and 130 degrees of flexion with appropriate patellar tracking. Final components were cemented into place with excess cement removed. A product history search revealed no additional complaints against the related part and lot combination. Revision operative notes were not provided. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation complete.